Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14425. It was reported the patient experienced ineffective therapy. Diagnostics confirmed shows the leads had impedance issues. In turn, surgical intervention took place wherein both existing leads were explanted and replaced to address the issue.